Event description:
Customer reportedly obtained results of 2.5 inr on the coaguchek xs system and 4.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system.